Event description:
It was reported that the device alerted for right ventricular (rv) lead and right atrial (ra) lead pacing impedance at the same time the patient was undergoing an ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.